Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The total flow sensor board was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/9/17 phone call, 1/10/17 phone call, 1/11/17 phone call. (B)(4).

Event description:
The hospital reported the unit gave an error and required to be restarted in order to continue ventilation during a case. There was no report of patient injury.